Manufacturer narrative:
(B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after five (5) years due to stenosis with patient prosthesis mismatch. Per obtained information, the patient's initial implant procedure was complicated and the patient never fully recovered. Workup revealed patient prosthesis mismatch and a significant gradient across the aortic valve; therefore, the patient was admitted for re-do avr. Upon visualization, the technique of the prior procedure was to downsize the annulus to fit a 21mm valve; however, this resulted in crimping of the valve. There was thrombus layered on two (2) leaflets of the valve which was indicative of poor flow characteristics. A 23mm pericardial bioprosthesis was used in replacement, which looked good on echo. There were no complications and the patient was transferred to the ICU in good condition.